Event description:
There was a leak on the distal section of the transportation system. This device malfunction occurred prior to clinical use. The information states that there was a leak coming from a break on the shaft at the distal tip of the catheter. There was no mishandling of the product prior to opening, the packaging of the product was not damaged when received, and the product had been stored correctly. The product was not used in the patient.